Event description:
It was reported to philips that the power source would not charge the battery. This event was reported to have occurred during pre-use set up. There was no delay to therapy noted. The customer spoke with a philips remote service engineer (rse). The customer stated the battery voltage as 12.8 volts after charging for several days. The 24-volt supply is in the pneumatics screen is within specification and the power management pcba showed 24 volts coming from the power supply. The battery is two years old. The rse advised the customer to swap the battery with a known good battery. If the issue resolves, the battery needs to be replaced. Following the evaluation of the device, the customer replaced the battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.